Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008 that an alliance inflation system was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, "the gauge broke off the syringe." Reportedly, the procedure was completed with another alliance inflation device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual evaluation of the returned device revealed the y-adaptor was detached from the syringe. The cause of the detachment is indeterminable. A review of the device history record for the patient lot was performed; no anomalies were noted. A search of the complaint database did not identify any additional similar complaints reported for the same lot.